Event description:
False negative covid test; I have multiple covid symptoms and have tested positive since thursday (B)(6) 2021. On monday (B)(6) and this morning (B)(6) I falsely tested negative at the covid mobile truck on (B)(6) and I am afraid that they are giving other false negative results as well. FDA safety report ID # (B)(4).